Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: trident 0 deg insert 44mm; cat# 623-00-44g; lot# mkt4jl; tritanium revision acetabular; cat# 509-02-64g; lot# mktkrl; size 6 accolade ii 127 deg; cat# 6721-0635; lot# 38447804; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Communication for this report is being provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
The surgeon revised a right hip. He removed a 44 mm liner and a 44+8 metal head and replaced with new liner and ceramic head. Items that were not explanted are as follows: 509-02-64g. Lot mktkrl; 6721-0635, lot 38447804. Update 19/september/2018: as reported in how was issue noticed: patient complained of pain.